Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel. Electrode belt sn (B)(4) was returned and evaluated at the distributor, in accordance with recommendations from zoll manufacturing corporation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. The therapy electrodes had cosmetic damage, but there is no indication that the lifevest delivered a treatment that could cause a burn. There is no indication of a device malfunction contributing to the skin irritation.

Event description:
A us distributor reported that the patient had developed a skin irritation under the front therapy electrode. The patient stated that she felt a slight shock from the device and that the irritation was burn-like. The patient was admitted to the hospital. It is unknown whether the patient was hospitalized because of the skin irritation. A follow-up with the patient revealed that the irritation had improved.